Event description:
The customer reported that during a bradycardia event, the bedside device was not providing a three star red alarm.

Manufacturer narrative:
According to the biomedical engineer, the issue was with the audible alarms not being set for latching at the bedside monitor for bradycardia alarms. The engineer said that the visual alarms were latching but the audible alarms were not configured for latching and they wanted the audible alarms to be set for latching also. The engineer said that the fse had helped him change the mp30 configuration to latching audible alarms to resolve the problem. The engineer said that the problem was resolved and he has not seen a recurrence since the time of the call, on (B) (6) 2009. He said that for other devices such as the mp50 both the audible and visual were latching. He did a check on the mp30s and found that the audible alarms had been configured with audible latching turned off. He looked up the service records for the mp30s and found that they had been in use since july 2006. We will consider that they had been set up as non latching upon installation (per customer request) and that this issue had never occurred until now. Labeling adequately describes this alarm function. This issue is considered as a user configuration issue and not as a device malfunction, as a labeling problem, or as a philips servicing error. No further action or further investigation is warranted. (B) (4).